Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen and back housing separated along the seam while the device was clipped to the user¿s pants, resulting in loss of function and loss of watertight integrity; the affected component involved the display, and the device problem aligned with loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with mechanical separation, characterized as a bonding failure at or near the display interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.